Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed incorrectly labelled atrial tachycardia / atrial fibrillation (at/af) episodes on the patient's implantable cardiac monitor (icm). No patient symptoms or intervention was reported.